Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es result for a known troponin I free sample (0.070 vs. Expected results < 0.014 ng/ml) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no indication that patient samples were affected and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es quality control result was obtained from a known troponin free sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer performed service actions to the incubator subsystem of the analyzer. Precision testing following service verified that the equipment was returned to expected operation. The most likely root cause of this event is analyzer related.